Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report that their wcd system is stating " connect plug to monitor" alert. Customer care asked the patient to unplug battery and therapy cable to reset but had no success clearing the alert. The " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.